Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged for a replacement pump to be sent, advising the customer on steps to receive and set up the new pump, including using updated software. The customer acknowledged understanding all instructions, and the return of the problematic pump was coordinated.